Manufacturer narrative:
The product was not returned. Product history records were reviewed. And the documentation indicated, the product met release criteria. The product investigation could not identify a root cause for the reported event/issue. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported multiple cases in which he has observed glistenings in implanted intraocular lenses (iol). The lenses remain implanted with no reported harm to the patients. This report is associated with the second reported case.